Event description:
(B)(4): it was reported that the vertier surgical table top will not stay stationary. The sections will allegedly slide back and forth as if it is not locked. There was no patient involvement or adverse consequence reported in this event.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. Evaluation summary: the affected table has not yet been evaluated. A service technician has been dispatched to the account for further investigation into the alleged issue. A supplemental report will be submitted with any new information from the pending evaluation. There was no patient involvement or adverse consequence reported in this event.